Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Early during the day on (B)(6)2023, the patient noticed a reading of 55 mg/dl on teh cgm after taking a shower. The patient checked for a finger stick reading and it was 134 mg/dl. The patient calibrated and then went into the office. The patient's spouse received a call that the patient had collapsed. It is unknown who informed the patient's spouse. The spouse found the patient sitting on the chair but was disoriented. It was reported that the patient was not able tp speak properly, stand up or walk. Similar symptoms to a stroke. The spouse checked a finger stick and the patient's bg was 44 mg/dl while the tandem pump was displaying 104 mg/dl. The patient was provided a chocolate bar to raise his blood sugar and around 15-20 minutes later, the patient recovered an was able to communicate. The patient's spouse attempted to call for an ambulance but the patient refused and stated he was fine. At the time of the report, the patient was in normal condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(6)diabetes mellitus is a known cause of hypoglycemia.